Event description:
It was reported that pump displayed malfunction alarm resulting in a blood glucose (bg) level of 22 mmol/l. Customer administered a correction injection. The pump was reset resolving the issue and customer continued using the pump for insulin therapy. Multiple attempts were made to determine if blood glucose level was resolved but no response was received.